Event description:
The customer reported via phone call that the o-ring came out of the reservoir. Customer stated that she reattached the reservoir without the o-ring. Customer also stated that the set may have come out, causing her blood glucose level to rise. Blood glucose level at the time of the incident was 600 mg/dl, which she treated with water and the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.